Event description:
Mother of pt called our office -endocrinology office- with problem blood sugars, being low at school all day. Mom reported the school, rn followed protocol and after no effects were seen in blood sugar increase, called mom due to constant low seen by meter. The pump had been removed from the child and a fast acting sugar given - in this case 16 carbs of juice every 15-20 mins to increase blood sugar-. As noted by the numbers below, there was seen no increase. The school reported to mom that the pt showed no signs of hypoglycemia during any of the low reports. Mom brought the meter to our office where we checked a blood sugar against our meter. His meter -a prodigy brand- said 150, and ours said 190 at the time. We used a one touch ultra 2 meter. Upon reviewing the meter with mom, there were noted lows, and time/date changes even though this was the only meter he used today and had been used consecutively. Mom is very frustrated and feels that the product is not working properly. Diagnosis or reason for use: type one diabetes mellitus.